Manufacturer narrative:
(B)(4).

Event description:
It was reported during follow-up, the patient¿s lv lead was dislodged which in turn resulted in increased pacing thresholds. Reprogramming was performed. No adverse consequences were reported.